Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b5, g2, h6.

Event description:
Healthcare professional additionally reported right capsular contracture baker grade IV.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, pain, lumps, and thickness.

Event description:
Patient reported a right side "constant pain, lumps, thickness and other health issues,". Patient later reported right side rupture. Device has been explanted.